Event description:
Report received of a pump powering off while on ac power and not alarming. The pump was delivering heparin on channel a and normal saline on channel b. Channel c was not being utilized. The programmed pump settings were not specified. The pt was being assisted to the bathroom. When they stood up from the bed, it was reported that channel b's programmed settings went to zero, and channel a's pump display went blank. The pump was reported to be plugged into ac power at this time. The nursing assistant called the nurse, and the pump was replaced. The pt did not experience any adverse effects. The customer reported that while the pump was being transported to the maintenance dept, it gave a constant high pitched sound. Though requested, there was no further info available.